Event description:
User reports discrepant calcium results for two patient samples. User said the physician questioned the initial results reported for both patient samples and the samples were repeated on another analyzer using the same methodology which gave different results. Initial result gave 7.6 mg per dl, repeat gave 8.8 mg/dl. Patients were not adversely affected.

Event description:
User reports discrepant calcium results for two patient samples. User said the physician questioned the initial results reported for both patient samples and the samples were repeated on another analyzer using the same methodology which gave different results. In 2009: initial result gave 8.0 mg per dl, repeat next day resulted at 8.8 mg per dl. Patients were not adversely affected.

Manufacturer narrative:
The field service representative was unable to determine a cause, but noted he checked instrument's photometer performance and error logs. Additionally, he performed photometer diagnostics and ran precision studies to verify analyzer performance.

Manufacturer narrative:
The field service representative was unable to determine a cause, but noted he checked instrument's photometer performance and error logs. Additionally, he performed photometer diagnostics and ran precision studies to verify analyzer performance.